Event description:
Under dialysis treatment, staff discovered a .5cm crack in the arterial extension. Removed.

Manufacturer narrative:
The device history review showed no unresolved mfg issues and two other complaints from this lot.